Manufacturer narrative:
It was reported that the intensity increases to a point that it is burning the skin and electrodes, and a patient got burnt. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the intensity increases to a point that it is burning the skin and electrodes, and a patient got burnt.

Manufacturer narrative:
Device has been returned and evaluated; error was not duplicated. The stim card is being replaced preventively to avoid injuries, possibly due to faulty electrodes. We are sending a new set of lead wires and a package of electrodes. It is recommended that the customer use new, good-quality electrodes. Clean up the unit thoroughly inside and out. Conduct full functional test.